Event description:
Physio-control was performing a contract inspection, testing, and maintenance of the facility's devices. During testing of the device, physio observed that it would power off and then on again by itself. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control replaced the battery pack and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.